Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated the shock event occurring on 3/14/2022 is consistent with the analysis given. The analysis deemed the patient as shockable and as a result, the device advised a shock. After review, it was concluded the device worked as designed and configured, and within the limitations of the technology available. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-01753 for a similar event reported from the same customer.